Event description:
It was reported that a lead was explanted. The reporter stated that the bipolar pair of electrodes 0 and 1 showed a low impedance of 31 ohms when testing with 1.5 volts and 3.0 volts multiple times intraoperatively when the lead was initially implanted. All other bipolar pairs were within the acceptable range of around 1500 ohms. It was noted that the neurosurgeon released tension on the depth stop screw two times with it making no difference. The lead was replaced with another lead. There were no patient symptoms related to the event, and the patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical device: product ID: 3389s-40, lot#: va04kn5, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Updated analysis of the lead, lot #va04kn5, found that a crossover was seen in the proximal end of the 3d x-ray.

Manufacturer narrative:
Analysis of the lead (lead 3389s-40 stimloc dbs, lot # va04kn5) found no anomaly. Lead conductors were stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.